Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported discrepant results for patient rh typing between vision analyzer using mts gel and traditional tube method testing using bio rad reagents. Testing was also done with immucor reagents. Customer states that patient abo/rev typing on vision analyzer yields 3+ result on rh microtube, b positive blood type, while on manual tube method and using bio rad reagents, rh is negative and patient is typed as b-negative. Sample typed as b negative using immucor reagents on the immucor analyzer. Mts abd/rev gel card lot 050718037-69. Issue started on: tested on (B)(6) 2018, from one sample; reported (B)(6) 2018. Sample ID: one patient. Microtubes/wells or cell (donor #) affected: rh well. Methodology used: vision, immucor and manual tube. Incubation time (for manual test only): as per IFU. Pattern observed: discrepant results. Reaction grade obtained: 3+ vision. Customer was expecting: matching results between 3 different methodologies. Other relevant details: first date of testing was (B)(6) 2018, first time patient, typed b-positive on vision analyzer. No previous history at this hospital, but history from another (B)(6) hospital was b negative. Patient typed b-negative in tube method when retyped. Vision types as b-positive, manual tube types as b-negative. All qc for reagents acceptable. Customer testing using abd/rev gel card lot# 050718037-69 on mts vision analyzer and manual gel. Repeated testing in manual gel with patient sample, reviewed results as rh positive 2+. Tsc verified that "there was" only one patient sample was drawn and tested, results were accurate and reproduced both on vision analyzer and manual gel. Patient is typing rh positive on vision and manual gel, rh negative in tube method and with biorad reagents. Strength of positive reaction on vision analyzer has been 3+. Testing in manual gel has been 2+ positive. Weak-d testing done in tube was negative. Tsc discussed issue being isolated to patient, sample related, possible rh d variant. Tsc asked customer if they had sent samples to reference lab and customer said they did not. Tsc followed up with the customer. Tsc discussed the different methodologies and the different clones used. Discussed this was an isolated incident, sample related with possible rh d variant. Suggested that the customer send the sample for molecular testing.